Event description:
My vaccinated (B)(6) son had a cold and a sore throat. I administered the quidel quickvue at-home otc covid test to him. I read all the directions and was able to administer the test correctly. We received a negative result on the test. That same day we brought him to the urgent care for a pcr covid test and that test showed a negative result. We waited 3 days and had him retested. We received another negative test result. My son was told to isolate by his school nurse and is not allowed to return to school due to the first otc test being positive even with two follow-up pcr negative tests. I believe the rapid otc the counter test to be a faulty test and now my son must quarantine and miss more school for no reason. FDA safety report ID # (B)(4).